Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During preparation for an evoke system procedure, an evoke lead kit was taken from the clinic inventory the inner tray seal was perforated. This was identified prior to the scheduled procedure and there was no impact to the procedure, or patient involvement. A new lead was used to complete the scheduled procedure.

Manufacturer narrative:
Additional information: section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The lead kit was returned without the packaging. Photos were provided of the device packaging, confirming damage to the external cardboard box and the inner tray (sterile) packaging. Visual inspection of the lead kit components identified no damage. It was confirmed that the packaging damage was identified outside of a procedure, without patient involvement or procedural impact. A definitive root cause for the packaging damage is not able to be determined. The evoke scs system surgical guide provides guidance on the required labeling of the kits that contain sterilized components including, ¿all surgical and implantable components of the evoke system are supplied sterile. Do not use surgical or implantable components if the package appears to be damaged or has been previously opened. If the packaging appears to be damaged, please return it to saluda medical for replacement.¿ the manufacturing records were reviewed. Product met all requirements for release.